Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported patient blood glucose results of 14.2 mmol/l on her compact plus system, 6.3 mmol/l on her friend's compact plus system. No information provided for friend's compact plus system. Reported no adverse event. A request was made for the return of the meters and strips.